Manufacturer narrative:
An event regarding pain involving an anato stem was reported. The event was not confirmed. Method & results: -device evaluation and results: not performed as the reported device was not returned for evaluation. -medical records received and evaluation: a medical review was performed and concluded: "no evidence is available to suggest that device-related factors might have played a role. The reported problem is located in the soft tissues around the arthroplasty and not in any sense related to the materials and/or manufacturing properties of the implanted devices. This case is not device-related" diagnosis: overload on hip capsule or muscles occurred before complete healing of the internal arthroplasty wound could take place resulting in acute temporary overload with either a muscle sprain or a subluxation event that did not repeat. -device history review: review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. -complaint history review: review indicated there have been no other similar events for the reported lot. Conclusions: a medical review was performed and concluded "overload on hip capsule or muscles occurred before complete healing of the internal arthroplasty wound could take place resulting in acute temporary overload with either a muscle sprain or a subluxation event that did not repeat." The clinical review did not find any evidence of a device related issue. No further investigation is required at this time. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
Patient pain in right hip after turning in bed.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. The following devices were also listed in this report: trident hemispherical cluster hole shell; cat# 502-11-52e; lot# 44642101 v40 cocr lfit head 36mm/0; cat# 6260-9-136; lot# mnphk1 it cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Review of the device history records indicates devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other events for the lot referenced. Not available.

Event description:
Patient pain in right hip after turning in bed.